Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby1987 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient was re-admitted with a 3fr PICC where the hub was almost completely separated from the extension leg. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown. One 3 fr powerpicc sv was returned for investigation. The catheter extended up to the 34 cm depth marker. Use residue was observed throughout the device. A large split on the catheter was visible at the distal end of the of the luer hub. Microscopic observation of the break surface revealed rough, fissure-like patterns on the surface. The extension tubing did not appear to be uniformly attached to the luer connector near the break location. Based on the condition of the returned sample, possible contributing factors include material fatigue and tensile damage. A lot history review (lhr) of reby1987 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient was re-admitted with a 3fr PICC where the hub was almost completely separated from the extension leg. No other information was provided.